Event description:
This is 1 of 3 reports linked to mfg reporting numbers: 3004608878-2022-00176 and 3004608878-2022-00177. A facility reported that during an unspecified procedure, the patients' head moved in the mayfield modified skull clamp (a1059). They changed the system, and the event led to increased surgery time of 20 minutes. The entire system will be sent in for inspection. Additionally, the device suffered post-operative fall damages, which means that the fixation via the small wheel currently does not work. No patient injury occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomalies related to the reported failure was observed. Failure analysis : the investigation of the returned device found that the clasp was jamming, and needed to be cleaned and reworked when opened. For this purpose, the clasp has been revised and the small parts have been renewed. The function test was successfully carried out. Root cause : complaint confirmed via inspection of the unit. Probable root cause is routine use and wear. Additionally, improper or suboptimal placement of the skull clamp can contribute to slippage and movement of the patient in the clamp. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.